Event description:
The med device agency in london reported to medex med, a subsidiary of medex in england, that this unit was involved in an overdelivery. The unit was set to deliver 10ml of sodium phosphate at 1ml/hr. After 10 hrs, 10 mins, the pump was still infusing. The infusion was stopped with 10.13mls having been delivered. There was no pt injury or treatment associated with this event.